Event description:
It was reported a spectrum pump alarmed door not fully latched during set up in the obstetrics department. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while loading a set. Evaluation determined increased force was required to close the door, causing the reported condition. The door hooks were not properly adjusted. The door hooks and latch pins were replaced.